Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter: while the surgeon was toggling back and forth stitching, the device was pulled back out through the port, it was toggled again to stitch then half of the needle was missing. X-rays were brought in to try and locate the needle that was stuck in tissue. After that a fluoroscope was used to locate where it was in tissue to remove it. The pt was closed. The case was delayed approx 2 hours and add'l tissue had to be removed. Eight weeks post-op the pt was brought back to the hospital for a re-op due to the cuff not healing correctly. The pt is now healing slowly.